Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference numbers: 3006705815-2020-02014, 1627487-2020-21105, 1627487-2020-21106. It was reported that the patient experienced an infection at the lead site. As a result, the patient had the leads and anchors explanted and replaced. Effective therapy was confirmed and the infection is resolved.

Manufacturer narrative:
Correction h6 - patient code should be 2446 instead of 1930.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.